Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. It was alleged that the infusion device unintentionally delivered 14 boluses from 7:00am to 10:00am on the day of the event. The mother reported that the user did not program the boluses. No adverse event was reported.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: catalog number and UDI # were corrected based on the returned product.